Event description:
The pump was returned for recurring loss of prime warnings. Evaluation revealed a dislodged display screen and dislodged force sensor pins, and that the force sensor was out of calibration. This report is made based on results of investigation completed on (B)(4) 2011.

Manufacturer narrative:
(B)(6). Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During evaluation the force sensor was found to be out of calibration. Evaluation revealed a dislodged display screen and dislodged force sensor pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.